Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver failed charge and boot test. The data log was unable to be downloaded due to the receiver turning off and on. The battery wrap was cut and inspected and found that there was battery damage. The reported event of a frozen screen display was confirmed. The root cause was determined to be a damaged battery.

Manufacturer narrative:
Sr-(B)(4)

Event description:
During investigation the receiver was opened for an internal inspection and passed. The battery was replaced with a known working battery and the data log was successfully downloaded. The complaint confirmation of a frozen display screen could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver display screen becaming frozen could not be determined. A root cause could not be determined.